Event description:
A needle holder was in use during a myomectomy procedure. The carbide insert of the moveable jaw came off in the pt, but was not removed. A second surgery was done six days later. The missing metal piece was still not retrived and it remains in the pt.